Manufacturer narrative:
Micra: model #: mc1vr01/ expiration date: 2021-11-14 / serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 2020-08-10 labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced a suspected perforation and pericardial tamponade. The ope ration was terminated and the patient was rescued immediately. Both the leadless implantable pulse generator (ipg) and the delivery system were removed from the patient and the patient passed away.